Event description:
It was reported the pt has not been using the scs system because it has not provided adequate stimulation therapy. The pt stated multiple attempts to re-program the system have been unsuccessful. X-rays have been taken and it showed the leads are in the correct location. The pt is considering surgical intervention to explant the system to have an MRI done. The pt decline re-programming at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.